Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model: mc1vr01-delsys, expiration date: 14-jul-2020, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no, dev rtn to MFR? No. Mfg date: 07-feb-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) using a delivery system the patient experienced tamponade and pericardial effusion. Pericardiocentesis was performed. The delivery system was removed and the device remains in use. No further patient complications have been reported as a result of this event.